Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was prewarm flow outside acceptable limits and the flow was 3250 and it was found during acats (automated calibration and test system) testing at medivance on the arctic sun device. It was not used on the patient. Per follow up information received via email on 11apr2022, there was no patient involvement as the issue was found during acats (automated calibration and test system). The device was coming in for service and repair. Per sample evaluation, the arctic sun device was slow to cool.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The reported event is unconfirmed, DHR review is not required. Based on the results of this investigations, no additional action is required at this time. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was prewarm flow outside acceptable limits and the flow was 3250 and it was found during acats (automated calibration and test system) testing at medivance on the arctic sun device. It was not used on the patient. Per follow up information received via email on 11apr2022, there was no patient involvement as the issue was found during acats (automated calibration and test system). The device was coming in for service and repair. Per sample evaluation, the arctic sun device was slow to cool.